Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of knee.

Manufacturer narrative:
After being reported as unknown stryker revision the sales rep reported that the revision was not for stryker product.

Event description:
Revision of knee. Update as per sales rep on (B)(6) 2016: after being reported as unknown stryker revision the sales rep reported that the revision was not for stryker product.